Event description:
A 2.25 x 13mm cypher select plus stent was inserted into the patient. The balloon was inflated and it burst at 12atm. There was no adverse event to the patient and the stent was positioned correctly. The device was removed and another post dilation balloon was inserted to assist with the stent placement.

Manufacturer narrative:
This (B) (4) cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Information received from an affiliate indicated that a stent delivery balloon burst during deployment of a 2.25 x 13mm cypher select plus stent. The balloon burst at 12 atmospheres. There was no report of patient injury, and the stent was post-dilated with another balloon. There is no other information available at this time. The patient's medical history, procedural details and vessel/lesion characteristics are all unknown. The sterile lot number for the device is unknown therefore a device history report review could not be conducted. Balloon burst is a known occurrence associated with implanting coronary artery stents or dilating lesions. Without the return of the product the reported customer complaint could not be confirmed and with the limited information provided, it is not possible to determine what factors may have contributed to the difficulties encountered by the customer.

Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be closed during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.